Manufacturer narrative:
This report is being amended to reflect changes.

Manufacturer narrative:
A definitive root cause cannot be determined with the information provided. The reported complaint cannot be confirmed. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history record did not find any deviation or anomalies. The natural nail cm lag screw reamer had been in the field for more than 2 years 8 months. It is unknown how many times the device had been used during that time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while remaining in the normal fashion, the tip of the instrument broke off inside the patient's bone canal.